Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient underwent a bilateral sagittal split osteotomy and was implanted with screw construct on (B)(6) 2012. Patient complained of tenderness of the mandible. Surgeon noticed a small fistula had developed on unknown date, in approximately (B)(6) 2012. Patient was treated with clindamycin but this did not resolve the problem. Patient returned to the or on (B)(6) 2012 for removal of hardware from the left mandible. Patient was given clindamycin during surgery. This is 2 of 3 reports for this event.